Event description:
It was reported that when the sales rep visited with the account, two units were opened in their materials management department; the first unit was fine but the second unit did appear to be assembled differently from the first and this was considered an incorrect assembly. The products were not used and no patient complications were reported.

Manufacturer narrative:
We anticipate the product will be returned for examination, at which time a supplemental report will be forthcoming. A device history record review was complete and documented that the device met all specifications upon distribution.

Manufacturer narrative:
Information received from the clinical specialist stated that the device was taken to a regional meeting to share as a learning experience. The device was misassembled; however, at the training the device was re-assembled correctly and returned for examination with the correct configuration. Received one custom pressure monitoring kit examination. The cdp kit included a bifurcated IV set with attached merit flush devices and pressure tubing. The kit appeared not to be used. No priming solution was found inside the kit. All IV and luer vented caps were still attached to the kit. Paper bands were still attached to tubing coils. The reported defect of "incorrect assembly" could not be confirmed. The returned kit was is assembled correctly per the applicable drawing. Fluid did not run through continuously as reported by the customer because the fluid flows were controlled properly by flush devices. The flush devices were assembled and functioned correctly. Correct components were used to build. There is no evidence of a manufacturing defect noted on the returned product.